Event description:
As reported: "primary surgery was performed on (B)(6) 2025. Two months after surgery, an x-ray revealed that the 2 locking screws inserted on the outside plate had backed out of the plate and the lock had come loose. The screws inserted into the first and third holes from the outer side of the plate backed out. It is unclear which of the screws actually backed out. The patient is originally a farmer and, according to reports, resumed work three weeks after surgery without following the doctor's instructions. Revision surgery is scheduled on (B)(6) 2025."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "primary surgery was performed on (B)(6) 2025. Two months after surgery, an x-ray revealed that the 2 locking screws inserted on the outside plate had backed out of the plate and the lock had come loose. The screws inserted into the first and third holes from the outer side of the plate backed out. It is unclear which of the screws actually backed out. The patient is originally a farmer and, according to reports, resumed work three weeks after surgery without following the doctor's instructions. Revision surgery is scheduled on (B)(6) 2025".

Manufacturer narrative:
Please note correction to g1 (reporting contact). The reported event could not be confirmed since based on the product inspection, the returned device was assessed as one of the screws that did not back out from the plate. The device inspection revealed the following: this screw is overall in good condition. There are slight marks of usage on the head and the threads are slightly blunt due to being inserted, but nothing suggesting the screw was incorrectly implanted or has backed out. All 4 locking screws were inserted into the locking holes of the plates. Each screw was tested for each hole. They could be locked as intended. Therefore the event cannot be confirmed for this locking screw l20 (lot aj1191). The screw did not contribute to the event as it did not back out, also evidenced by the provided x-rays. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.